Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated creatinine result on the architect c16000 analyzer. The following data was provided: sid (B)(6) initial 463.1, repeats 70.0, 69.7 umol/l. The customer was admitted to the accident and emergency department, and the sample was repeated. No known treatment was administered and no impact to patient management was reported.